Manufacturer narrative:
To date, spatz fgia inc. Has not received all the necessary information for the investigation and/or the product itself for evaluation, therefore the medical device problem couldn't be defined.

Event description:
Intragastric balloon with break.